Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by the manufacturer's case management. The clinic notes dated (B)(6) 2011 stated that the patient's device was working well and that no side effects were noted. Upon review of the clinic notes dated (B)(6) 2011, it was reported that the vns patient was experiencing an increase in seizures and the patient's group home thinks the battery may be dying. The patient was referred for a prophylactic battery replacement. Although surgery is likely, no consult date or surgery date has been scheduled as of yet. The physician reported that the increase in seizures first started on (B)(6) 2011. The patient was seen and scheduled for prophylactic battery replacement and the patient was managed medically in order to handle the increase in seizures. He did not provide any programming/diagnostic history or any clarification on the relationship of the increase in seizures to pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. If additional information is received, it will be reported.